Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2004. Subsequently, patient was revised on (B)(6), 2014 allegedly due to pain. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right hip revision on (B)(6), 2014 due to patient allegations of pain, tissue and bone destruction, elevated metal ion levels, metallosis and squeaking.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01878 /-06471).

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6) 2014 due to patient allegations of pain, tissue and bone destruction, elevated metal ion levels, metallosis and squeaking. Additional information received in the patient's operative report confirmed the initial right hip arthroplasty on (B)(6) 2004. The patient's operative report notes the (B)(6) 2014 revision was for the right hip and was due to pain, squeaking, and elevated metal ion levels. Additional information in the patient's operative report for the right hip noted evidence of metal on metal debris, cloudy fluid, and corrosion at head/taper. A review of invoice history could not confirm a hip procedure for the left hip. Further information in patient's medical records reveal patient's blood was tested on (B)(6) 20013.